Event description:
The ge oec 9800 fluoroscopy system continued to have the audible and visual indicators that x-ray was still on, although no picture was generated (interlocks opened). A reboot of the system restored functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective interconnect cable that was removed and replaced. The configuration/calibration files were reloaded. The system was further tested and found to be operation as intended. No negative pt effect was cause by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.